Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported does not recognize opened door which was reproduced. The reported condition was verified. The cause was determined to be latch switch out of specification. The upper latch and lower latch switches were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize an open door. The event occurred at the biomed service during testing. There was no patient involvement. No additional information is available.